Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address chronic dislocations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 1/11/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations, pain, instability, metallosis, and wear/damage on the locking ring. The cup was also revised, but there was no mention of why within the revision note. A pre-operative note from (B)(6) 2016 indicated the components were in good alignment/position. Its not known what was causing the metallosis as all components were noted to be well positioned/aligned. Its reasonable to assume the damaged/worn locking ring is a result of the repeated dislocations.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update rec'd 1/11/2017: medical records were reviewed again. The revision operative note also indicated the posterior aspect of the poly liner was also worn. Its reasonable to assume the metallosis is a result of the worn poly (head articulating on the cup). The cup is reported (B)(4).